Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a right hip revision procedure due to loosening of the acetabular component with protrusion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision medical records. Revision operative notes state bilateral patient underwent right hip revision surgery due to acetabular loosening. The surgeon noted normal joint fluid, a loose migrated acetabular component with 2 screws in the cup, 2 screws still in the pelvis. Well-fixed taperloc stem. Acetabular dissociation, absent anterior wall, and medial superior bone. No surgical delays or complications were stated in the operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.